Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: a piece of the bag fell off in the patient. It was retrieved. No patient injury. No extension of operating room time. The reporting person could not read the lot number because the device was already in the bag and had blood on it. Additional information received via email 1. What do you mean when you say "a piece of the bag fell off" no further information is available.